Event description:
Paramedics responded to a person described as suffering from a drug overdose and in cardiac distress. The pt was connected to the device with a 3 lead pt cable and rhythm diagnosed as paroxysmal supra-ventricular with a rate of about 170 beats per minute. The pt was twice administered adenosine and transported to the hosp. According to the rptr, immediately following both admintrations of adenosine, the device alarmed "ECG leads off", displayed a dashed line then returned to normal operation a few seconds later. No adverse affects to the pt were reported as a result of the alleged malfunction.